Manufacturer narrative:
The sample reported that was identified with leaking was discarded by the end user. No photographs of the sample were available for evaluation. The customer could not confirm contact information of the initial reporter, information regarding the leak description and location on the product, or any supplemental information regarding the reported event. Should additional information become available, a supplemental report will be provided.

Event description:
A customer reported, "1 compounded parenteral nutrition bag was leaking. Customer reported the origin of leak was a "small split in it at the very top". The tear was in the central section of the smof chamber just above the sticker. There was no tear noticed on the outer bag. This was discovered when the nurses were preparing it the previous afternoon. No batch number was recorded and the bag was not kept or photographed." The customer confirmed there was no skin contact with any spilled contents and no injury or medical intervention as a result of this event. The customer stated that the overpouch and external packaging carton did not appear to be damaged. No additional information is available.